Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 3.0 cm from the proximal end. The embolization coil was stretched and intact with its pusher assembly. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was stretched. If the device is forcefully retracted against resistance, damage such as this may occur. It is possible that re-advancing the microcatheter into the aneurysm with the coil protruding from its tip may have pinned the coil within patient anatomy. It the coil were to have become slightly pinned within anatomy this would likely have contributed to the resistance experienced during the procedure. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. This kink was likely incidental and may have occurred while packaging the device for return to penumbra. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through a non-penumbra microcatheter, the physician experienced resistance and after partially advancing the smart coil into the aneurysm, the microcatheter kicked back. Therefore, the physician attempted to regain access to the aneurysm using the smart coil and gave some push to the microcatheter, then tried to insert the smart coil. While attempting to retract the smart coil for repositioning, the physician experienced resistance and subsequently, the smart coil became ¿stretched¿; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.